Manufacturer narrative:
Patient weight was not provided. Date of event is unknown. This report is for one (1) unknown 4.5 mm lcp condylar plate. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown 4.5 mm lcp condylar plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with one (1) 10 hole left variable angle (va) condylar plate and ten (10) screws during an open reduction and internal fixation (orif) of the femur on an unknown date. Post-operatively, it was discovered that patient experience non-union due to a broken plate. On (B)(6) 2017, revision surgery was performed where the broken plate and ten (10) screws were removed and patient was revised with a retrograde nail, spiral blade and screw. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. Concomitant devices reported: unknown cortex screw (part# unknown, lot# unknown, quantity unknown), unknown locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown 4.5 mm lcp condylar plate. This is report 1 of 1 for (B)(4).